Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.

Manufacturer narrative:
It was reported that following procedure the patient experienced voiding dysfunction, urinary frequency and urgency. It was reported that patient underwent mesh excision on (B)(4) 2006 by dr. (B)(6) at (B)(4) due to voiding dysfunction. No additional information was provided.